Manufacturer narrative:
Additional information: a2, a3, a4, b5, g2 plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak behind the cassette door on the black pumps of their cycler during their pd treatment. The patient reported receiving an air detected in cassette alarm during drain 3 of 5 of treatment. It is unknown at which point in therapy the leak may have begun. Upon followup the patient's peritoneal dialysis registered nurse (pdrn) confirmed the reported event of fluid discovered in the pump module area. The pdrn stated that patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The pdrn stated that the patient completed treatment on an old cycler that had not yet been returned. The pdrn confirmed the patient has continued treatments on their current cycler.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak behind the cassette door on the black pumps of their cycler during their pd treatment. The patient reported receiving an air detected in cassette alarm during drain 3 of 5 of treatment. It is unknown at which point in therapy the leak may have begun. Additional information was requested, however; to date has not been provided.